Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 32 mg/dl. The customer constantly experienced low blood glucose levels since he started to use the insulin pump. He treated his low blood glucose levels with glucose tablets. The self-test and displacement test passed. The customer was going to revert to a backup plan until his replacement insulin pump arrived. The customer was advised that the device would be replaced and agreed to return the product for analysis.